Manufacturer narrative:
Analysis performed, including thermal and mechanical testing of the device, indicated that the pacer exhibited normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced successfully. No additional information was available.